Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ manufacturer device unknown: it is observed in the patch that the catalog is a mcghan so it is an abbvie device. ¿ deflation: observed opening in posterior side assessed as unidentified (tear) opening (shell thickness within specification) additional observations: ¿ observed creases on the device. ¿ yellow particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.